Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported that her daughter inserted a tampon and upon removal her daughter could not find the string. In a follow up with the mother she stated her daughter was fine.